Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) was catching on the sheath during deployment. Additional information was received indicating that a longitudinal tear was found on the balloon of the two devices, during the device evaluation. No other information is available. The mynx was attempted to be used following a superficial femoral artery (sfa) angioplasty. The user was trained on the use of the mynx device. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. Additional procedural details were requested but are unknown. Two non-sterile mynxgrip vascular closure devices 5f involved in the reported complaint were returned for investigation. Visual inspection of the first device showed that the shuttle was engaged to the black handle with stopcock close. It was reported that ¿the 5f mynxgrip vascular closure device (vcd) was catching on the sheath during deployment.¿ however, the advancer tube, sealant and sealant sleeve were observed to have remained in their manufactured position as received, which indicated that the returned device had not been shuttled down during the procedure. The procedural sheath and syringe were not returned with the device. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. In addition, a longitudinal tear was observed in the balloon of the returned device. The balloon loss of pressure failure was not reported in the complaint. Shuttle down step was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 4 mm from balloon proximal neck. Visual inspection of the second device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock close. It was reported that ¿the 5f mynxgrip vascular closure device (vcd) was catching on the sheath during deployment.¿ however, the advancer tube, sealant and sealant sleeve were observed to remain in their manufactured position as received, which indicated that the returned device may have not been shuttled down during the procedure. The procedural sheath was not returned with the device. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. In addition, a longitudinal tear was observed in the balloon of the returned device. The balloon loss of pressure failure was not reported in the complaint. Shuttle down step was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 3 mm from balloon proximal neck. A product history record (phr) review of lot f1821504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ was not confirmed through analysis of the returned device since the sealant sleeve location showed that there was no attempt to deploy the device in the patient. However, a tear was found on the balloon. The condition of the returned devices do not match the description of the incident, and the root cause of the issue experienced by the customer and the tear could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since the device showed no sign of deployment through a sheath. However, access site vessel characteristics (although not reported) or sheath tip condition factors (although not returned) may have contributed to the tears found since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) was catching on the sheath during deployment. No other information is available. The mynx was attempted to be used following a superficial femoral artery (sfa) angioplasty. The user was trained on the use of the mynx device. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. Additional procedural details were requested but are unknown.